Manufacturer narrative:
There were no allegations reported of system or component failure leading to the explant procedure. Review of incident records found no instances reported of any issues with implanted components. Surgical intervention was due to patient need for MRI for an unrelated condition and not related to the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6)2022. On (B)(6) 2023 nalu became aware of a full system explant that took place on (B)(6)2023 due to patient need for an MRI for an unrelated condition.